Manufacturer narrative:
The device was not returned for analysis. Production record and similar complaint query for this product was not performed because the part and lot numbers were not reported. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The unexpected medical intervention appears to be related to circumstances of the procedure. Factors that may contribute to the failure to deploy include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: e4 - initial report sent to FDA: updated from no to yes.

Event description:
User facility medwatch mw5162455 report received that states, "as reported by the (B)(6) field clinical specialist, after successful implant of a sapien 3 ultra valve in the aortic the perclose device was unable to be deployed successfully, and the wire came back. A covered stent was placed due to loss of wire access as the perclose did not deploy. There was no allegation of any (B)(6) device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.